Manufacturer narrative:
The balloon catheter, afapro28 with lot number 22261, was returned and analyzed. Visual inspection of the balloon catheter showed the shaft as kinked. Smart chip verification indicated that the catheter was used for 11 injections. The catheter failed the performance test due to a system notice indicating that the safety system detected a compromised outer vacuum. Dissection and pressure tests showed a leak at 0.5 psi check valve in the y-block. Also, the dissection test showed a guide wire lumen kink at 0.8 inches from the tip of the catheter. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a successful cryo ablation procedure, the balloon catheter and sheath subsequently tested out of specification per the manufacturer's investigation.